Event description:
Information received via complaint form is indicated as follows: there was a problem with deflation of the balloon after catheterization and afterwards it was not possible to remove the catheter from bladder. Deflation was not possible using either syringe or syringe with needle. The balloons were filled with pure water (distilled water) in compliance with the instructions for use (IFU).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is reported that this issue occurred with four (4) patients who had to be passed on to the urology ward. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.